Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose was 459 mg/dl. Customer is getting no delivery alarms on the first day of use. Customer's endocrinologist has changed his settings and he is too low. The insulin pump will not be returned for analysis.